Event description:
There were 3 separate events; 3 separate patients. Third case, in 2009, smoker, uneventful ufe 12-16h post op woke up with cold white leg. Immediate CT angiogram demonstrated an ipsilateral trach leg but also contralateral filling defects. No reasonable cause as yet found. Severely ischemic leg required surgery twice. Lot numbers of embozenes can be obtained, but 3 episodes 11 months apart suggests a systemic fault. I have done over 150 ufes. These are my only significant complications. All occurred with same drug. Dose or amount: to follow. Route: intra-arterial. Diagnosis or reason for use: symptomatic uterine fibroids.